Manufacturer narrative:
H3:81 others: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had user interface issue and no alarms during use on a patient. Vent is still ventilating at the time of event. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause is not established as the issue is no longer reproducible. Main board was not replaced and the next start up on (B)(6) 2023 at 00:01:23 is not showing any issues.